Event description:
It was reported that the biomed had the arctic sun device that was not filling and needs a circulation pump, giving him part number and price to replace in biomed. Per follow up information received via phone on 01nov2024, it was reported that biomed confirmed circulation pump part was received yesterday and repaired. The device was sent back to service. Per follow up information received via phone on 20dec2024, biomed called back to say the device was not working again for the same problem. Per troubleshooting with tech support, they checked the connection to the manifold and also changed fill tubes since the water can be seen going up halfway and stopping. They were requesting another pump. Per sample evaluation results on 06feb2025, 2 missing bolt studs on shell. Per follow up information received via task on 11mar2025, based on notes in service max, the device was put through a post repair functional check during which the device was heated above 30 degrees c, cooled below 6 degrees c, and the bypass flow was verified adjusted to 1800 +- 50 ml/m at 2 degrees c and -7.0 psi. The device was calibrated using ctu ID 0784. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use.

Manufacturer narrative:
This event was confirmed use related, not attributed to a device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue was isolated to improper service by biomed. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the biomed somehow managed to install the newly purchased circulation pump in the mixing pump position by replacing the pump inlet l tube with the old straight piece from the old mixing pump. Serviced the older circulation pump found in the circulation pump position and installed mixing pump hoses on it in order for it to be used in the mixing pump position. Installed a new l tube to the customer purchased circulation pump found installed in the mixing pump position and placed it back over to the circulation pump position. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions-for-use are found to be adequate. Per operator's manual (baw2800424 rev 2): preventative maintenance: use of the arctic sun temperature management system in excess of 2,000 hours, without conducting preventative maintenance, may result in failure of certain system components and failure of the system to function as intended. To maintain system performance, the arctic sun temperature management system requires periodic service of key components. Service: contact customer support for technical support and customer service instructions to enable appropriately qualified technical personnel to repair those parts of the equipment that medivance considers repairable. Per service manual (baw2800549 rev. 1): 8.10 replacing circulation pump tools and supplies required: -flat blade screwdriver. -small flat blade screwdriver. -wire cutters. 1. Follow instructions for replacing upper components per section 8.6. 2. Disconnect the cable that connects the circulation pump to the I/o board. 3. Using the screwdriver, loosen the four blue-circled screws on the brass plate that is part of the frame until the pump is loose. 4. Use the small flat blade screwdriver to pop the snap fitting open. 5. Carefully remove the circulation pump. 6. When re-connecting, ensure that the connector is correctly seated, with no exposed pins on either side (see figure 8-32). 7. Reconnect the cable connecting the circulation pump to the I/o board. 8.6 replacing upper components tools and supplies required: -flat blade screwdriver -small flat blade screwdriver -wire cutters 1. Remove the four bolts on the back of the device. 2. Remove the two bolts on the front of the device. 3. Carefully pull up on the top half of the unit leaving the front in contact with the lower half to prevent the wire harness from getting damaged. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not filling and needs a circulation pump, giving him part number and price to replace in biomed. Per follow up information received via phone on 01nov2024, it was reported that biomed confirmed circulation pump part was received yesterday and repaired. The device was sent back to service. Per follow up information received via phone on 20dec2024, biomed called back to say the device was not working again for the same problem. Per troubleshooting with tech support, they checked the connection to the manifold and also changed fill tubes since the water can be seen going up halfway and stopping. They were requesting another pump. Per sample evaluation results on 06feb2025, 2 missing bolt studs on shell. Per follow up information received via task on 11mar2025, based on notes in service max, the device was put through a post repair functional check during which the device was heated above 30 degrees c, cooled below 6 degrees c, and the bypass flow was verified adjusted to 1800 +- 50 ml/m at 28 degrees c and -7.0 psi. The device was calibrated using ctu ID 0784. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use.